Event description:
User receiving erroneous results for ast and alt for approximately five days. Approximately 10 pt samples were affected. Four examples were provided. Sample 1 initial alt result 8 u/l, repeat 4 u/l. Sample 2 initial ast result <4 u/l, repeat 16 u/l; initial alt result 5 ul, repeat 10 u/l. Sample 3 initial ast result 5 u/l, repeat 18 u/l. Sample 4 initial alt result <4 u/l, repeat 9 u/l no erroneous results were reported. User replaced the absorbance photometer lamp which resolved the issue. No further problems have occurred since the lamp was replaced.